Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low and high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 40 mg/dl. The customer stated that since the adjustment she has not gotten any lows and no more highs, since she started working the pump correctly.